Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported "would not alarm upstream occlusion during testing." The device passed all evaluation testing and was found to be in specification and operating as designed.

Event description:
It was reported that a spectrum infusion pump would not alarm during an upstream occlusion test. It was also reported that there was no pt involvement.